Manufacturer narrative:
The investigation was solely performed based on the device log file as neither additional questions were answered nor the replaced and requested components were provided. It was initially reported that the event took place (B)(6) 2023. On the basis of the log entries the case could not be comprehended for this date. Since the service mode was activated on (B)(6), it can be concluded that a service technician was on site and that this date most likely was mistakenly given as the event date. A review of the log revealed that for (B)(6) 2023 the reported shut down of the device could be confirmed. The device detected that the internal dc supply could not be provided any longer. In consequence, the device shut down immediately accompanied by a 30 seconds alarm tone. Manual ventilation using an adequate oxygen flow via the safety o2 valve (also in combination with volatile agents) remains possible in this state. In case of a power supply failure, the device continues operation using the internal backup batteries without limitation of functionality while a power failure alarm is given. The remaining capacity of the batteries is indicated to the user and additional warnings are given when the residual battery capacity underruns 20% respectively 10%. Since none of these alarms could be traced in the log, it can be assumed that the battery charging level was already below 10% when the power interruption occurred. The charging level of the batteries is always indicated on the display and visible for the user at any time. The IFU describes in chapter power failure: "provided that the battery is fully charged, operation can be continued with the current settings for at least 30 minutes (up to 90 minutes, depending on the ventilation parameters). Finally, it can be concluded that the shut down of the device was caused by a discharged backup battery in combination with a temporary interruption of main power supply. No hint for a technical device malfunction could be identified. The device reacted as specified on the detected power loss by posting corresponding alarms to inform the user about the situation.

Event description:
A maschine shut down was reported.

Event description:
A machine shut down was reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report. H3: on-going.